Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure. Upon review, it was noted that the patient was symptomatic to right ventricular pacing. There were no electrical issues with the right ventricular lead. The physician did not have any complaints. The right ventricular lead was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the patient symptoms experienced due to right ventricular pacing was jolting pain.